Event description:
Customer called to report the insulin pump was not giving audio tones. Performed self-test. No audible tones occurred. No further details provided at time of call.

Manufacturer narrative:
Device evaluation not completed as of the date of this report.